Manufacturer narrative:
Non-surgical medical intervention was performed to remove the detached tip from the common bile duct. The complainant indicated that the device has been disposed by the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4): disposed.

Event description:
It was reported to boston scientific corporation on april 28, 2010 that an extractor rx balloon catheter was used in an ercp procedure on (B)(6) 2010 involving a (B)(6) male (patient weight and identifier are unknown.) According to the complaint, during the stone extraction procedure, while they were pulling the stone out from the patient's common bile duct, the tip of the extractor rx balloon catheter broke off. The tip came apart from the catheter and remained within the patient's common bile duct. A second extractor balloon was used to removed the tip from the duct as well as to complete the procedure. There were no reported patient complications and the patient's condition was described as "fine."